Event description:
It was reported that an increase in shock impedance measurements was noted when it comes to this right ventricular lead. A review of the case by technical services (ts) confirmed out of range values which have been 90 to 125 ohms for a year, while other values appeared normal. Ts discussed possible reasons for a wider range of shock values and noted that patient testing should be done. Ts noted that if the measured values during testing are normal then the high measurements could be related to a patient condition or environmental changes. At this time the lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Additional information is pending and will be provided upon further information.

Manufacturer narrative:
Additional information is pending and will be provided upon further information.

Event description:
It was reported that an increase in shock impedance measurements was noted when it comes to this right ventricular lead. A review of the case by technical services (ts) confirmed out of range values which have been 90 to 125 ohms for a year, while other values appeared normal. Ts discussed possible reasons for a wider range of shock values and noted that patient testing should be done. Ts noted that if the measured values during testing are normal then the high measurements could be related to a patient condition or environmental changes. At this time the lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that an increase in shock impedance measurements was noted when it comes to this right ventricular lead. A review of the case by technical services (ts) confirmed out of range values which have been 90 to 125 ohms for a year, while other values appeared normal. Ts discussed possible reasons for a wider range of shock values and noted that patient testing should be done. Ts noted that if the measured values during testing are normal then the high measurements could be related to a patient condition or environmental changes. Additional information noted that continued increase in the shock impedance measurements were seen as well as a change and sudden increase in the pace impedance measurements. The shock impedance measurements were above 150 ohms on a regular basis. An inquiry regarding this case was sent to technical services (ts). A review of the device data by technical services (ts) noted that there was no noise seen and no health trend that could explain the increased impedance. An in clinic follow up was recommended. Ts also discussed troubleshooting for high shock impedance situations. At this time the lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that an increase in shock impedance measurements was noted when it comes to this right ventricular lead. A review of the case by technical services (ts) confirmed out of range values which have been 90 to 125 ohms for a year, while other values appeared normal. Ts discussed possible reasons for a wider range of shock values and noted that patient testing should be done. Ts noted that if the measured values during testing are normal then the high measurements could be related to a patient condition or environmental changes. Additional information noted that continued increase in the shock impedance measurements were seen as well as a change and sudden increase in the pace impedance measurements. The shock impedance measurements were above 150 ohms on a regular basis. An inquiry regarding this case was sent to technical services (ts). At this time the lead remains implanted. No adverse patient effects were reported.